Manufacturer narrative:
Product complaint #: (B)(4). Visual examination of the mntr ls screw reveals signs of operative use as evidenced by superficial markings, with damage to the drive feature of the screw head and the inner cap (saddle) is dislodged and fell apart from its intended location. Exerting a significant amount of force on the tulip head and saddle, potentially at a significant angle, may be sufficient to dislodge the saddle. A DHR review did not identify any issues that could have cause or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the mntr ls screw falling apart cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the drive feature of the screw during tightening, potentially at a significant angle, resulting in the saddle falling apart during use. As no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the surgeon was doing final tightening with torque drivers the locking screw and the nut jumped out. Patient consequence?: no.